Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a recurring nose bleed. The bleed had reportedly gotten worse as of (B)(6) 2022. Upon examination, patient was stable and all labs/tests came back normal. The cardiopulmonary exam was benign, with only a pump hum noted without presence of adventitious lung sounds. Bleeding was controlled via packing, and no further measures were deemed necessary. The patient's hemoglobin was noted to be declining, but no action was deemed necessary. The patient was advised to skip one dose of warfarin based on slightly supratherapeutic international normalized ratio (inr). Patient was instructed to return if they experienced any symptoms and was discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the specific cause of the reported event could not be determined. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. The heartmate 3 instructions for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.